Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a blank display on their insulin pump after replacing the battery. Customer reported noticing the blank display when they attempted to give themselves insulin. The customer's blood glucose was unknown. The customer also reported three cracks on their insulin pump. It was found the damage was located by the battery compartment, by the insulin pump's screen, and the reservoir compartment. The customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.